Event description:
Customer reported experiencing a past high blood glucose event with the specific value unknown, but displayed as "high." Cause was not known. To address the issue, the customer administered a corrective injection through multiple daily injections (mdi) and was advised by technical support to consult with a healthcare provider for further insights into factors affecting blood glucose levels.